Manufacturer narrative:
The report received from our affiliate indicated that during coil re-positioning the dcs coil stretched. Site location was just beyond the ica "siphon". This was the first coil inserted into the aneurysm. There was no resistance in the vessel. There was no pt injury. This product has been returned for eval and testing. Findings as well as any other add'l info will be sent within 30 days upon receipt.

Event description:
Coil stretch.